Event description:
It is reported that the insulin pump has moisture damage and cosmetic damage. Customer most recent blood glucose is not available. Customer mother states there is fluid under the lcd display and cracks on the pump. Advised customer to discontinue the use of the pump and revert to his backup plan per his health care provider. No further information provided.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump had moisture damage was noted on electronic assembly and broken belt clip slot noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.